Manufacturer narrative:
The device was returned for evaluation.

Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the removal tool (irt) was fractured while trying to remove a fractured implant. The implant was not removed. The implant is scheduled to be removed in the future. Tooth location 5.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). One zimmer implant removal tool was returned for inspection. Visual inspection revealed that the device shows moderate signs of wear consistent with use at the square connection. The threaded region is confirmed to be fractured. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. The complaint indicates when the implant was being removed, the removal tool fractured. Alleged event regarding tool fracture was confirmed during investigation. A singular root cause can not be determined. The following sections have been updated: UDI - (B)(4).